Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The patient¿s wife reported an unknown issue which resulted in a hypoglycemic event. The patient is a ¿brittle diabetic¿ and hypo unaware. In the evening of (B)(6) 2023, the spouse heard the receiver and phone beeping low and found the patient unconscious. She administered a glucagon injection (10 units). She waited 10 minutes then gave a second shot of glucagon (10 units), but when he was still unresponsive, she called emergency medical service. Paramedics arrived at approximately 7:30 pm. The bg finger stick value was approximately 10 mg/dl, and after they administered IV dextrose, he regained consciousness. He was transported to the emergency room via ambulance and monitored for several hours. He was discharged in stable condition at approximately 1:00 am on (B)(6) 2023. No other bg or cgm values were specified. The spouse also indicated that the low alarm was set at 60 mg/dl, and sometimes he ignored the alarms, however she could not provide any other information about this event. Data was evaluated and the allegation and probable cause could not be determined. No additional patient or event information is available.